Event description:
Event description cpi received information that this ventak p implantable cardioverter defibrillator (ICD) was replaced because it exhibited inappropriate shocks. The patient had received shocks in sinus rhythm; the lead system was checked and found to be ok, so the physician suspected a header or setscrew connection problem with the ICD, and therefore replaced the ICD. The ICD was returned to cpi for analysis.